Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0363899. Medical device expiration date: 2026-02-28. Device manufacture date: 2020-12-28. Medical device lot #: 9350583. Medical device expiration date: 2025-03-31. Device manufacture date: 2019-12-16. Investigation summary: it was reported that needles do not have holes and fluid does not come out. To aid in the investigation, twenty three samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. The solution expelled with normal flow; no leakage was observed. It could be possible that while passing the needle through the stopper vial the needle got clogged with the stopper material. A device history record review was completed for provided material number 305106, lot numbers 0363899 and 9350583. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 needles 30x1/2 rb were clogged. The following information was provided by the initial reporter: "it was reported that needles do not have holes and fluid does not come out."